Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching approximately 500 mg/dl. Reportedly, the customer is going through puberty and the pump settings need to be adjusted. Contact stated the health care professional has been working with the customer on adjusting the pump settings. A bolus was delivered to address elevated bg levels.